Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. Corrected fields: d5, g2, e2, e3, e4, e1 (initial reporter, event site email). Due to character limitation in block e1: initial reporter name: (B)(6). To solve the issue, a getinge field service engineer (fse) evaluated the unit and replaced the two units of batteries ((B)(4)). All functional and safety tests were performed and were met to the factory specifications. Unit was cleared for use.

Event description:
It was reported by customer that the cs300 intra-aortic balloon pump (iabp) batteries didn't last for pm. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.